Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to duplicate the reported power problems. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue was not determined.

Event description:
The customer reported that device lost power while monitoring a pt. Furthermore, the device was also reported to power on and off by itself. The device use had no adverse effects on the pt. There were no further details on the event and/or the pt provided.